Event description:
It was reported the subject device displayed a b30 error code. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer was instructed to wipe the scope gold contacts with an alcohol wipe and check to see what the lamp hours meter was reading on the light source. Also instructed the customer to check and see if the spare lamp was on when trying to light the lamp. The customer was not in front of the subject device to troubleshoot. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.